Event description:
A customer reported the equipment displayed system messages and locked prior to vitrectomy procedure. The procedure was canceled after the pt received peribulbar anesthesia. There was no harm to the patient.

Manufacturer narrative:
The company rep examined the system and confirmed the reported system message. The air/fluid printed circuit board (pcb) and manifold power supply were replaced for diagnostic purposes. Upon replacement, the system messages remained and the transducer pcb was replaced. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the complaints for the last (B)(4) did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).